Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm error 25. Customer's blood glucose was unknown mmol/l. The customer was advise the internal power source in the pump is unable to charge. The customer was advised to go through the following step and that is to wait for the notification light to stop flashing, insert a new full charged (B)(6) battery, clear the power alarm, update the pump's time and date as needed and complete the reservoir and tubing process. The customer was advised and explained the process should resolve the power error detected condition. The customer was advised to monitor the pump. The customer reported via phone call that the insulin pump alarm replaced battery now. Customer's blood glucose was unknown mg/dl. The customer stated that this is second occurences of replace battery now alarm. The customer was advised that the device would be replaced. The customer was advised that they may continue to wear pump until replacement arrives.

Manufacturer narrative:
The insulin pump passed rewind, seating, basic occlusion, occlusion, force sensor and displacement test. The power loss alarms, low battery alarms and error alarm confirms in the long trace. The power loss alarms after the error alarm. Detailed trace analysis confirmed the insulin pump alarmed low battery and then alarm was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. The insulin pump was received with minor scratched lcd window and case. No replace battery now alarms were noted.